Manufacturer narrative:
Medwatch mw5101644 submitted by hospital.

Event description:
Wire tip broke off in lad during pci. Doctor's note from case: "6 french ebu 3.5 guide catheter was used to engage the left main. After confirming that act was therapeutic I tried to wire the left circumflex with a run-through wire. The left circumflex had a retroflexed takeoff behind the lesion in the distal left main which made it difficult to wire the left circumflex to begin with. I attempted sion blue wire which was also prolapsing into the lad. At this point I used super cross 90-degree angle microcatheter, with which I was able to advance the run-through into the left circumflex. The microcatheter was removed. Subsequently the lesion in the left circumflex was predilated with 3.0 angiosculpt balloon after which a 3.25 x 33 mm and 4.0 x 18 mm xience sierra stents were deployed in overlapping fashion from the left main into the left circumflex. Post dilation of the left circumflex was performed with a 3.25 noncompliant balloon. This point I had attempted to retrieve the wire which was jailed behind the struts extending from the left main into lad. However, the wire appeared to be stuck between the calcified segment in the lad and the stent struts. To avoid shearing of the wire, I advanced turnpike lp microcatheter over this wire. With support from the microcatheter was able to retrieve the wire except the only distal tip of it which got fractured and got stuck between the stent struts and the calcification in the distal left main. While I was attempting to retrieve the wire, the guide had advanced into the left main and disrupted the stent struts. During this process the run-through came out of the left circumflex. I attempted multiple times to get back into the left circumflex however the wire kept going behind the stent struts due to the distortion from the guide catheter confirmed by ivus. I was able to advance the wire behind the stent struts from the left main into lad. Due to potential mall apposition in the left main and the wire kept going behind the stent struts at this point I decided to crush the left main stent going into the left circumflex over the wire in the lad. After crushing the stent, I was able to reenter through the stent struts from the left main into the left circumflex using a fielder fc wire and microcatheter. After which I dilated the stent struts sequentially with a 2.0, followed by 2.5, 3.0 followed by a 4.0 noncompliant balloon. After this I advanced an intravascular ultrasound which confirmed crushing of the stent in the left main and that the wire was true lumen in the mid left circumflex. At this point I deployed a new stent, 4.0 x 23 mm extending from the left main into the left circumflex. Post dilation of the stent in the left main was performed with a 4.5 noncompliant balloon, followed by 5.0 compliant balloon with excellent angiographic results reducing the lesion from 70% in the left main to 0%. The lesion in the left circumflex improved from 90% to 0%. There was timi-3 flow. Ivus revealed excellent stent apposition, no evidence of edge dissection. Final angiogram was without evidence of guide catheter trauma wire perforation or edge dissection. Patient tolerated the procedure well and left the cath lab in hemodynamically stable condition."

Event description:
Wire tip broke off in rpda coronary artery. Doctor's note from case: "access was obtained in the access: right common femoral artery using micropuncture and modified seldinger technique and a 6fr sheath was placed over the wire. Subsequently the sheath was upgraded to an 8 french long sheath for better support. Access was obtained the right common femoral vein using fluoroscopy and micropuncture and a 5 french sheath was placed. Subsequently 6 french pigtail was used to cross the aortic valve and lv pressures were recorded. After which an 8 french al 0.75 guide catheter was used to engage the rca. After confirming that act was therapeutic run-through wire was used to cross the lesions in the rca with support from micro catheter turnpike lp, the wire was advanced into the rpl without any resistance. Subsequently as sion blue wire was advanced into the rpda using a turnpike lp catheter as well. Predilation of the lesion in the rpl was performed with a 2.0, followed by 2.5 compliant balloon. Predilation of the rpda was performed with a 3.0 compliant balloon. Further lesion for ablation of the rca was performed with 2.5 angiosculpt and a 3.0 angioscope balloon. After this 2.75 by 15 mm xience sierra stent was deployed in the rpl. The balloon was removed and the stent was crushed with a 3.0 noncompliant balloon. After which a 3.5 x 23 mm xience sierra stent was deployed from the distal rca extending into the rpda crushing the stent in the rpl at nominal pressure. Subsequently a 5.0 x 30 mm, 5.0 x 30 mm, 5.0 x 26 mm and a 5.0 x 26 mm resolute stents were deployed in overlapping fashion from the distal rca extending into the proximal rca. An angiogram was performed which showed excellent angiographic results reducing the lesion from 99% to 0% improving flow to timi-3. After this I turned my attention to the distal bifurcation. I attempted to rewire the rpl using workhorse wire and a turnpike lp with a run-through wire. However, I was not able to get into the rpl. Subsequently attempted a sion blue wire and a fielder fc but both were not successful. At this point the sion blue wire which was in the pda was retracted back try to get access into the rpl but was not successful. While trying to do so I lost access into the rpda. I attempted to rewire the rpda with sion blue but was not able to set successfully cross into the lesion. I escalated wires to a fielder fc, fielder xt, pilot 50, whisper but none of them could cross back into the rpda. I also attempted to perform balloon dilations of the ostium of the rpl including subsequent balloon dilation with a 3.0 and a 3.5 noncompliant balloon. However, this did not help in the wiring of the rpda. I also attempted to deflect the wire of the balloon in the rpl but there was not successful either. While I was trying to wire the rpda due to plaque shift there was loss of flow into the rpda. Subsequently I used twin has microcatheter to try to get back into the pda, however the twin pass could not be advanced into the distal rca. Subsequently I used an over-the-wire balloon and attempted to wire the rpda using a confianza pro 12 wire. The wire did cross into the rpda da but it appeared in the subintimal space. While I was trying to retrieve the wire, the tip of it broke off and got dislodged in the subintimal space in the rpda. Further attempts were performed using a fielder fc, fielder xt, xt and whisper wires but none of them were successful in crossing back into the rpda. Intravascular ultrasound was used, which showed good stent expansion and apposition in the rca, I was not able to advance it into the distal rca. Patient was hemodynamically stable and chest pain-free. Angiogram was performed which showed sluggish flow into the rpda with timi-3 flow in the rest of the rca. I discussed with dr. Stanfield with CT surgery. Since patient was hemodynamically stable and chest pain-free medical management was recommended. At this point I had reached the contrast and radiation threshold so further attempts were not performed. There was evidence of small hematoma at the groin site. The long sheath was pulled back, repeat angiogram was performed without any evidence of active extravasation. I pulled the sheath, attempted to achieve hemostasis using a perclose device but unfortunately that did not take. Manual pressure was held and hemostasis achieved. Common femoral vein, sheath was pulled as well patient tolerated the procedure well. Patient left the cath lab in hemodynamically stable condition, denying any chest pain."

Manufacturer narrative:
Medwatch mw5101612 submitted by hospital.

Manufacturer narrative:
Medwatch mw5101612 submitted by hospital.

Event description:
Wire tip broke off in rpda coronary artery. Doctor's note from case: "6 french ebu 3.5 guide catheter was used to engage the left main. After confirming that act was therapeutic I tried to wire the left circumflex with a run-through wire. The left circumflex had a retroflexed takeoff behind the lesion in the distal left main which made it difficult to wire the left circumflex to begin with. I attempted sion blue wire which was also prolapsing into the lad. At this point I used super cross 90 degree angle microcatheter, with which I was able to advance the run-through into the left circumflex. The microcatheter was removed. Subsequently the lesion in the left circumflex was predilated with 3.0 angiosculpt balloon after which a 3.25 x 33 mm and 4.0 x 18 mm xience sierra stents were deployed in overlapping fashion from the left main into the left circumflex. Post dilation of the left circumflex was performed with a 3.25 noncompliant balloon. This point I had attempted to retrieve the wire which was jailed behind the struts extending from the left main into lad. However the wire appeared to be stuck between the calcified segment in the lad and the stent struts. To avoid shearing of the wire, I advanced turnpike lp microcatheter over this wire. With support from the microcatheter was able to retrieve the wire except the only distal tip of it which got fractured and got stuck between the stent struts and the calcification in the distal left main. While I was attempting to retrieve the wire, the guide had advanced into the left main and disrupted the stent struts. During this process the run-through came out of the left circumflex. I attempted multiple times to get back into the left circumflex however the wire kept going behind the stent struts due to the distortion from the guide catheter confirmed by ivus. I was able to advance the wire behind the stent struts from the left main into lad. Due to potential mall apposition in the left main and the wire kept going behind the stent struts at this point I decided to crush the left main stent going into the left circumflex over the wire in the lad. After crushing the stent I was able to reenter through the stent struts from the left main into the left circumflex using a fielder fc wire and microcatheter. After which I dilated the stent struts sequentially with a 2.0, followed by 2.5, 3.0 followed by a 4.0 noncompliant balloon. After this I advanced an intravascular ultrasound which confirmed crushing of the stent in the left main and that the wire was true lumen in the mid left circumflex. At this point I deployed a new stent, 4.0 x 23 mm extending from the left main into the left circumflex. Post dilation of the stent in the left main was performed with a 4.5 noncompliant balloon, followed by 5.0 compliant balloon with excellent angiographic results reducing the lesion from 70% in the left main to 0%. The lesion in the left circumflex improved from 90% to 0%. There was timi-3 flow. Ivus revealed excellent stent apposition, no evidence of edge dissection. Final angiogram was without evidence of guide catheter trauma wire perforation or edge dissection. Patient tolerated the procedure well and left the cath lab in hemodynamically stable condition".